Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was noted in the journal article that all the 3 dislocations happened within 2 weeks of surgery and were managed without further dislocation by closed reduction. Product history search cannot be completed since the part and lot numbers are unknown. Compatibility cannot be confirmed due to lack of information. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4) other device used: catalog #unk, unknown head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It was reported that 3 patients experienced a postoperative dislocation, without revision.